Event description:
On attempt of initial stent - demonstrated failure to deploy. The stent was removed in its entirety and a new stent was placed. No harm to patient. Dates of use: 2008. Diagnosis or reason for use: radiologic procedure.